Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: d4, d10, g4, h6 clinical codes. D10: 2137321 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm 2272516 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t 2137321 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.

Event description:
It was reported via legal documentation that approximately 130 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability and osteolysis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant: (2137321) 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device. Problem code, component code. The reason the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported femoral loosening, instability, and prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, or radiographs were provided.